Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient called in to request a replacement sensor. She mentioned that she was hospitalized the day prior and that is when they discovered that the product was giving inaccurate readings. At an unspecified time during the episode, the bg was 127 mg/dl and the cgm was 257 mg/dl. In the hospital, staff would monitor her bg vs the cgm and she was having low blood sugars with high cgm values. At an unspecified time during the episode, the cgm was 148 mg/dl while the bg was 8 mg/dl. Specific reversal of hypoglycemia was not reported, but it was noted that she was given "lots of stuff" while in the hospital. At the time of the report, the patient reportedly felt better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. It was reported that the patient was in the hospital for 24 hours and was discharged on (B)(6) 2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - additional describe event or problem - additional additional information health effect - impact code - additional.